Event description:
Account deployer faced resistance when removing wire after successful deployment of collagen. He continued to pull on the wire even though resistance was being met. Deployer was unaware of the ability to pull out the entire system (wire included) if resistance is met, after the wire is removed about an inch or more. As the wire pulled, it came out and it showed to be undone below the disk. The dr and tech used fluoro to see if anything was left. That is when they discovered that the wire had broken off inside the pt's tissue tract. The pt was large and they were able to recover the wire on the table with the use of hemostats and multiple tries.